Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were inaccurate. The cause for pump time and date being inaccurate were not reported. Customer's blood glucose level was 220 mg/dl. Tandem technical support guided the customer through adjusting the pump time to be accurate.